Event description:
The lesion was 90% stenosis and very tortuous. And it was long diffuse lesion from entrance of lcx. A mach1 mp2 guiding catheter was engaged and an athlete guid ewire crossed the lesion. Then, the lesion was expanded by a 2mm balloon and ivus was performed. After the lesion was monitored by an apb, two cypher 2.5/28 stents were deployed. Because stents appeared that they were expanded enough by angiography, ivus was started. This cathter was advanced to the lesion without problem, and the imaging was performed. The stent's edge wasn't raised, but the junction part was narrow slightly. Then, a mdu was put back and this catheter tried to be pulled out, but this catheter got stuck in and it wasn't able to be pulled. A glandslam guide wire was inserted and the physician tried to turn about the catheter. Though the wire crossed easily, the catheter wasn't able to be pulled. The connection part of this catheter came off, and an athlete magic fa guide wire was inserted into the inner lumen. Then, he tried to unfix the stuck part, but it was stuck at the same part. And while pushing and pulling many times, movement of the original wire and this catheter got worse. New 7f mp2 catheter was engaged from right femoral artery, and a glandslam catheter was inserted. Then, a maverick2 2.75mm balloon catheter was advanced to the lesion, but it wasn't able to be reached. At this moment, the cypher's distal edge looked like be crushed at angiography. Therefore, he thought that this catheter's wire exit port fot stuck with the crushed part. Finally, this catheter was moved to distal slide, and the 2.75 mm balloon managed to cross the stuck part. Then, when this catheter was pulled, it was a ble to be pulled out. Then, the lesion was expanded at the 2.75 mm balloon for post-dilatation. And this procedure was finished. A galaxy2 (i5129) was used.